Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms after set changes. It was reported that the customer's blood glucose level was 234mg/dl. The customer reported to have treated with high level with pen. Troubleshoot was reported to have indicated there was a reservoir occlusion. No further information provided.